Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be reproduced. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that when the perigee was focused during the examination, the perigee caused halation and the perigee was dark. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple devices reported involved.

Event description:
Additional information was received from the customer stating that a diagnostic ¿upper examination¿ procedure was undergoing with the patient at the time of the event, and it was completed with the same device with no delay and no adverse effect to the patient. Additionally, the customer stated that the device was inspected prior to use and no irregularities were noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. Returned cv-190 plus, clv-190, and gif-h190n were used in combination for review, but the phenomenon was not confirmed. The image of the returned cv-190 plus, clv-190, and gif-h190n and the image of olympus¿ cv-190 plus, clv-190, and the returned gif-h190n were compared. There was no difference in the near and far point visibility. It was recommended to implement preventive repair for the defective parts. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.